Manufacturer narrative:
Additional information will be provided once investigation is completed.

Event description:
It was reported that after warming up for 20-30 minutes the unit starts to strober.